Event description:
It was reported that an arteriotomy closure of the mild right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, several hours after a successful closure procedure, the patient complained of right groin pain and cold leg. A computed tomography (CT) was performed and revealed a total occlusion. The patient was brought back for a cut down surgical procedure to repair the occlusion in the right superficial femoral artery (sfa). There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the progide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the proglide device was used in a mildly calcified artery. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.